Manufacturer narrative:
(B)(4) date sent: 11/2/2023 d4: batch # 446c07 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with a cecr60w reload loaded on the device. The reload was received partially fired 3/4.  The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported of difficult to fire was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.  The event reported of would not open could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. The instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Device history review a manufacturing record evaluation was performed for the finished device batch number 446c07, and no non-conformances were identified. Additional information was requested and the following was obtained: what was the surgical procedure being performed? -severing liver pedicle what is the surgeons experience with the device? -good has the endo cutter had been reprocessed? -no was the device difficult to close? -no was the device difficult to fire? -yes how many completed strokes of the firing trigger able to be completed? -1 what trouble shooting steps were taken during the event to open the device? -unknown how was the device removed? -cut the tissue and changed to open operation how was the procedure completed? -changed to open operation.

Event description:
It was reported that during the unk surgery, after 2nd fire, could not open the jaw. Changed to open surgery to remove the device. No other information can be provided. No patient consequences reported.